Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system (MFR report# 3005099803-2014-02523) and an obtryx ii device (MFR report# 3005099803-2014-02056) were used during an anterior/apical prolapse repair procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2014, the patient developed a urinary tract infection of moderate severity, and reported new onset severe right-sided low back pain since that morning. She also reported mild pelvic discomfort and vaginal discharge as well as pressure with voiding but no dysuria or difficulty emptying bladder. On (B)(6) 2014, the subject was prescribed macrobid to treat the uti. The urinary tract infection resolved on (B)(6) 2014.

Manufacturer narrative:
The patient identifier for the solyx vs. Obtryx study is (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not expired. Study: the solyx vs. Obtryx (u9915) study site reported that the patient was also implanted with an uphold lite device during the study procedure; however, the uphold is not the study device. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.